Event description:
Rupture of left breast implant approx 1987, abnormal EKG, and stress test, muscle pain, nausea, fever, arm and abdominal pain, right implant ruptured 10/94. Reports memory impairment and hives, resulting in disability.